Event description:
It was reported that the patient's atrial lead perforated the right atrium. The lead was explanted and replaced as a result. The patient condition was stable throughout procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The lead was returned due to cardiac perforation. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The helix was fully extended and clogged with blood. After cleaning the helix, the helix could be retracted and extended by applying torque to the connector pin. The measured full helix extension length was within specification. A tip stiffness test was performed, and the results were within specification.